Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # pc-(B)(4).

Event description:
It was reported that a patient underwent a supraventricular tachycardia (svt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the tip of the catheter spline was coming off. It was reported that the coating on the tip of the catheter spline was coming off. The rubber coating appears to be "rolling off." The catheter was replaced and the issue resolved. The procedure continued. There was no patient consequence.

Manufacturer narrative:
On 1-apr-2022, biosense webster inc. Received additional information indicating the damage did not result in wires and/or braid being exposed or any lifted or sharp rings. There was resistance during insertion of the device. The detachment was partial. The sheath used was fr termo. On 21-apr-2022, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #(B)(4).

Manufacturer narrative:
It was reported that a patient underwent a supraventricular tachycardia (svt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the tip of the catheter spline was coming off. It was reported that the coating on the tip of the catheter spline was coming off. The rubber coating appears to be "rolling off." The catheter was replaced and the issue resolved. The procedure continued. There was no patient consequence. Device evaluation details: the product was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. A visual inspection of the device was performed following bwi procedures. Visual analysis revealed a foreign material on the dome. However, the catheter was found in good condition no anomalies or damage were observed. A fourier transform infrared spectroscopy test (ftir) was performed; the results of ftir revealed that foreign material found within the dome is primarily composed of a biological-based material, presumably a human tissue. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: investigation findings: no device problem found (c19)/ investigation conclusions: no problem detected (d14) were selected as related to the customer reported damaged catheter tip coating. Investigation findings: operational problem identified (c13) / investigation conclusions: cause not established (d15) / component code: cautery tip (g01002) were selected as related to the identified biological material found in the catheter tip. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4)